Event description:
Zimmer mobi-c discs placed (B)(6) 2019 (B)(6) by dr (B)(6), placed c4/5 and c5/6 for left arm pain woke up with right arm pain and continues to get worse. FDA safety report ID # (B)(4).